Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Continuation of medical devices: 3830-59 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the emergency department. The right ventricular (rv) lead was noted to have a singular high/undefined impedance on the rv coil and the real time measurements were noted to be varying. The alert trigger point was reprogrammed, but high/undefined impedance triggered another alert a few days later. The lead was then capped and replaced. No patient complications have been reported as a result of this event.